Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her ubk sleek regular tampon came apart upon removal and tampon pieces remained inside of her. This happened several times over the course of years. In 2017 she had her left fallopian tube and left ovary removed. Consumer followed up with obgyn and confirmed there are no remaining pieces left inside.